Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. His/her blood glucose level was 88 mg/dl. The customer was advised to revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be tested due to the unresponsive buttons. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.